Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the venous side header of a polyflux 140h. This occurred approximately 15-20 minutes after starting hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.